Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012494833 was returned and analyzed. Visual inspection showed the spiral array was knotted and the electrodes were damaged/deformed, with a guidewire threaded through the catheter. Electrode wires were exposed near the dual lumen and the pebax tube showed signs of being pinched. Despite these issues, the steering function was normal, allowing the distal catheter tip to rotate as expected in both directions. The slide function performed as expected, and the shape of the capture device appeared typical, showing no unusual features. The catheter was connected to a test catheter interface cable (cic) without any resistance, ensuring a secure connection, as evidenced by both latches fully engaging the catheter connector. X-ray imaging verified that the shell of the catheter handle connector receptacle properly mated with the test cable connector plug without any interference. The slide control function operated smoothly without any issues; however, when the slide control was fully advanced to extend the guidewire lumen, a kink was observed along the extended portion. The catheter was reprogrammed before being connected to the generator via a test cic. Therapy deliveries were successfully conducted without any issues. X-ray imaging confirmed that the nitinol ball was completely dislodged from the dual lumen. Hipot testing verified the integrity of the electrode wires' insulation, but continuity testing revealed an open loop at electrode two. In conclusion, the reported array knot was confirmed during testing and the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. The loop catheter did not pass returned product inspection due to the nitinol array wire being dislodged from the dual lumen, electrode wires being exposed, a guidewire lumen kink, and the distal arm pebax tube being pinched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the left atrium was remapped and the physician wanted to touch up the posterior wall. The catheter was reinserted into the patient, and it was observed on intracardiac echocardiography (ice) that the array was an ¿odd shape¿. The sheath, guidewire and catheter were moved to the right atrium. The guidewire was removed from the catheter and the catheter was removed from the sheath. It was noted that there was difficulty pulling the catheter into the sheath and a knot was observed at the end of the array. The case was aborted, and the patient was under general anesthesia. It was noted that most of the ablations had been completed. No patient complications have been reported as a result of this event.